Event description:
It is reported that devices were implanted in 2007 and explanted in 2008, due to the stem fracturing.

Manufacturer narrative:
Eval summary: the taper stem has fractured at the junction with the spout body. Scanning electron microscopy analysis shows that the fracture has occurred by fatigue. The package insert contains statements warning that device fractures may occur where excessive pt weight, excessive pt activity, or lack of proximal support of the body are involved. Not all of these factors are known for this case. There is no definitive indication that design or MFR of the device contributed to the outcome described here. Risk management activity has been initiated. Should add'l substantive info be received, this report will be amended. Device history records indicate device manufactured to specification.